Manufacturer narrative:
In initial report, the manufacturer year was only provided, however the full date is 12/10/2015. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Manufacturer year: 2015. The system was evaluated by a field service engineer. The field service was able to confirm the vitrectomy error when attempting to duplicate it. The field service engineer replaced the vitrectomy valve and sensor manifold. An annual preventative maintenance and field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the patient¿s left eye requiring an unplanned vitrectomy procedure when using the compact intuitiv console. The surgery center indicated during an unplanned vitrectomy procedure, a 340-error-pneumatic vitrectomy prime failure displayed during the priming of the vitrectomy cutter. Although multiple vitrectomy handpieces were replaced, and the console was rebooted, the problem persisted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.